Event description:
It was reported that after a back fusion on (B)(6) 2014, the patient came out of surgery with her stimulator site swollen. The patient did not think anything of it at the time. Since then, the area where her stimulator is remains swollen on and off. About a month prior to the report, the patient started experiencing a burning sensation (at the implant site). It hurt really bad and felt like someone was pouring acid. This was periodic and only where the stimulator was. The patient also felt that the stimulator itself got hot when she felt it burning. The patient wondered if it was because the screws from the back fusion were too close to the device. The surgeon had known shed had a stimulator prior to the fusion. The patient also mentioned that the stimulator isn¿t really deep in her skin. It started coming to the surface more and was not as deep as it was. She could feel the cord and battery really well. The patient asked if the battery could leak and that was why she felt the burning sensation and the patient was informed that the battery did not leak. The patient was redirected to her physician for these issues. It was further reported that the patient was still having concerns with their device/therapy and was working with her physician and or company representative. The patient noted she needed a new implant. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399930, lot# v026439, implanted: (B)(6) 2007, product type: lead. (B)(4).